Manufacturer narrative:
(B)(4). Date sent: 2/10/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk additional information requested but unavailable: when was post-op bleed identified? How long post-op was the reoperation? Was the bleeding intraluminal or intra-abdominal? What was the cartridge selection throughout the procedure? Was the patient on any anticoagulant prior to surgery? Is it routine for surgeon to use preoperatively? Was the patient on an aspirin regiment prior to surgery? What is the current patient status?

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, there was post-operative bleeding at the staple line. During the initial procedure buttressing was not used. There were no apparent issues with the device during the procedure and the device was discarded.

Manufacturer narrative:
(B)(4). Additional information received from call with surgeon. One was a female with a bmi (B)(6). Several weeks after procedure patient presents symptoms of dizziness, low bp and drop in h & h. Cartridge selection was 4-5 green and then last a blue. The patient was treated with observation and transfusion. The second patient was a female and was a band to sleeve procedure. A black reload was used where the band previously was due to scar tissue, then green up to the last then blue. The surgeon recalls more bleeding than normal along staple line during case. An endoscopy is performed as a leak check which could possibly cause issue due to pressure from stomach being twisted. This patient was also treated with observation and transfusion. It was noted that the patients received lovenox 40mg before operation and heparin 3 times following surgery. Since the issues, the surgeon now uses peristrips with significantly less bleeding. The surgeon valued the discussion around tissue thickness and cartridge selection and believes this information will be very helpful for future cases.